Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube. No alarms could be verified and the functional testing could not be performed due to the blank display. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip and a missing address and serial number label. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a blank display on the pump after replacing the battery. Customer also had a motor error alarm. Customer's blood glucose was 228 mg/dl. Customer stated that the drive support cap was flush and he did not press on the cap. Customer also had a no delivery alarm that was resolved by a complete set change. Troubleshooting was performed and the customer did not receive a failed battery test. The pump passed the self test and the customer stated that he is able to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.